Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house donor testing had not been performed for the customer's reported strip lot prior to expiration. However, in-house donor testing was performed for strip lot k301619. Strip lots k301620 and k301619 originate from the same master lot and are identical except for outer packaging and labeling. Retain testing results for lot k301619 met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for strip lots k301619 & k301620 did not uncover any non-conformances. Both lots meet release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Patient reported that the inr results with the inratio meter are always lower than the lab inr. Results as follows: (B)(6) 2013; comarison measurments: (B)(6) 2013: coaguchek, 3.2, inratio 2.4 (B)(6) 2013: lab 2.4, coaguchek 2.5, inratio 2.2 (B)(6) 2013: coaguchek 2.8, inratio 2.0 (B)(6) 2013: coaguchek 2.2, inratio 2.1 (B)(6) 2013: lab 2.5, coaguchek 2.5, inratio 1.2 (B)(6) 2013: coaguchek 2.2, inratio 1.6patient's therapeutic range is: 2-3.the patient reported high crp results which could be the reason for the discrepant results. Case was escalated to alere san diego on (B)(6) 2015. This case was identified during an assessment/remediation as part of an internal asd (B)(4) related to inratio complaints received at the alere germany intake site that were not appropriately documented in the electronic case record for processing and escalation for regulatory determination. The available information is limited and no additional information is able to be obtained.